Event description:
International affiliate reported that a concomitant device expedium si inner set screw would not final tighten during the procedure. The set screw, a concomitant device expedium rod, and an expedium si polyaxial screw were removed and replaced intra-operatively. Final tightening was performed and the case was completed without issue. Examination of the returned expedium si polyaxial screw that was returned to depuy synthes spine on april 9, 2014 found threads had been torn from the inside of the screw head. This had not been reported by the affiliate.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Examination of the returned expedium si polyaxial screw found that the threads in the screw head had been torn off from the device. As a result, the concomitant device set screw could not be secured within the polyaxial screw. Review of the device history record for the polyaxial screw and the concomitant device set screw found no discrepancies were observed during the manufacturing processes. A 12 month complaint trend analysis on the polyaxial screw family found no related complaints. The root cause for the threads coming off from within the polyaxial screw head cannot be positively identified. No corrective action/preventive action is required as there have been no issues identified in the manufacturing or release of this device and there has been no systematic trend. Therefore, this complaint will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.